Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventive maintenance it was reported that a spectrum iq pump device constantly alarmed upstream occlusion. No additional information is available.